Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit delivered properly all bolus programmed during testing. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were experiencing high blood glucose and the insulin pump did not alert her. The customer¿s blood glucose level at the time of the incident was 347 mg/dl. The customer¿s current blood glucose level was 419 mg/dl. The customer treated their high blood glucose with the insulin pump. Troubleshooting was performed and insulin exited without incident. The high-pressure test was performed and the insulin pump passed. However, the insulin pump did not pass the second high-pressure test. The device will be returned for analysis.